Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the sensor session stopped. Reportedly, prior cgm blood glucose readings had been received. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.